Manufacturer narrative:
A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Root cause: root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, patient experienced blurry vision and constant headache. Clinical reason for explant was lens did not center well despite placement in the bag. The iol was exchanged for monofocal lens 2 years, 3 months days following the initial implant procedure. Additional information received and stated that in surgeon opinion the lens itself did not contribute to perceived decentration; the lens optics themselves ultimately contributed to the event (the diffractive optics just didn¿t work well in this eye subjectively - they worked surprisingly well in the other eye).